Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. It was noted that the function of the cuff was normal in pretesting. Additional event/patient information has been requested. No details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
The following complaint was reported: cuff leakage was noted within 24 hours of use.